Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.

Event description:
It was reported that a snap shunt catheter (7cm), which was originally implanted in 2005, was not working. The doctor tapped shunt with a 25 gauge syringe and found no csf flow. During revision surgery, the doctor attempted to unsnap the shunt and the catheter separated from the hub. Due to the pt's age and condition, it was decided to leave the ventricular catheter inside the pt and install a new ventricular shunt.